Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the specific cause of phenomenon could not be identified as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii xenon light source displayed a e103 lamp light-up error code. The issue occurred during reprocessing and the customer noted they had to replace the lamp. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer requested clarification regarding error code e103 (ignition error). The error was not present at the time of the call and tac suggested the device be sent for repair. The customer declined and indicated they would monitor the device. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.